Event description:
Event description: it was reported that a 12tlw405f35 edwards lifesciences catheter failed during a de-clot procedure, leaving a small piece of the catheter tip broken off with the balloon fragment in the arterial anastomosis / brachial artery of the patient. The interventional radiologist attempted to retrieve the pieces for approximately 30 minutes, but unsuccessful. The patient was brought to the or shortly after and the or shortly after and retrieval of all parts of the catheter were successful. The scrub tech confirmed testing of the balloon with air and then placing it in a small bowl of saline to check for leakage and found no issues with the device prior to insertion in the patient. The catheter is available for return once all the pieces have been received from pathology.